Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that possible high voltage circuit damage was suspected. Two detections were reported. Further information notes device had a successful charge and no other anomalies were observed. Due to the fact that the shorted output stage detection (sosd) remains unexplained, replacing the device was discussed.

Event description:
New information received notes that the patient presented for device changeout due to normal eri, and upon interrogation the device was found in back-up vvi mode. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Evaluation description: the reported backup vvi was confirmed in the laboratory via review of the programmer printouts .the device was tested on the bench and no anomaly was found. The cause of the reset could not be determined. The reported output anomaly was confirmed in the laboratory via review of the device image. The device was tested on the bench and no anomaly was found. The cause of the output anomaly could not be determined. (B)(4).